Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a shocking sensation in their testicles, which was constant, had no stimulation, and had a warming sensation at the implantable neurostimulator (ins) site. The patient turned down stim, it didn't calm it down, turned stim down to 0v for a little bit and still it didn't do anything. While on the phone the patient did turn off the sensation and the shocking did go away. The patient was going to try and coordinate an appointment today with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.